Event description:
It was reported that a user stated their glucose was so low that the device only displayed ¿low,¿ and oral glucose such as juice or glucose tablets was used. Symptoms included hypoglycemia. Outcomes included an urgent low and low glucose event. Investigation included collection of user-reported information. Investigation of this case revealed an adverse event with unclear cause; no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.